Manufacturer narrative:
The hematoma required additional surgeries and multiple blood transfusion to correct. The device is unable to be investigated because it was not returned to cardiva medical inc. Conclusion: while the device was not returned for physical investigation. Hematomas are complications which may be related to the endovascular procedure or the vascular closure procedure. Hemostasis was initially reportedly achieved with the vascade vcs. It should be noted that there was no report of a device malfunction.

Event description:
The vascade mvp device was selected for closure and inserted into the sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The push rod was utilized to strip the collagen from the device, and the device was removed. The patient was moved to recovery. Approximately 30 mins after arrival to pacu, rn noted the patient had a large hematoma to left groin. Manual pressure held. A rapid response was called, as the patient had systolic blood pressure of 60-70 mmhg. The patient was transported to CT scan and vascular surgery. Vascular surgery did not find any active bleeding and no intervention made. Per vascular surgery, approximately 500 ml of blood was in the groin hematoma. The patient's hemoglobin dropped to 7.3 and required multiple blood transfusions. The patient has a drain in the groin. Patient was later discharged.